Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/29/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional added "capsular contracture, baker grade ii." Device has been explanted.